Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat an ectatic lesion in the circumflex vessel with mild calcification. Pre-dilatation was performed and the 2.75 x 33 mm xience xpedition stent was implanted at 16 atmospheres (atm). During a post-deployment angiography check, a dissection was observed at the proximal end of the xience xpedition stent. An additional xience xpedition stent was used to cover the dissection and the patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.